Event description:
Reportedly, the instrument transected the tissue and did not place properly formed staples on the tissue. Therefore, the surgeon decided to convert the procedure to an open surgery to address the excessive bleeding and complete the case without further incident. In addition, the pt required a transfusion of 500cc, due to anemia, not the excessive bleeding. Procedure: lap gastric bypass; pt status: discharged.